Event description:
It was reported that when the patient presented in clinic for a normal device check, inappropriate diagnosis of vt as supraventricular tachycardia due to far-r oversensing was observed. Rhythm reverted and there was a correct return to sinus few seconds after diagnosis. Device was reprogrammed. Patient¿s condition was stable.